Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Drill bit not working; cold welded on the inside and not moving when power applied.

Manufacturer narrative:
Drill bit not working; cold welded on the inside and not moving when power applied. Examination of the returned instrument confirms the report. The device will not rotate. A search of the complaints databases identified no other reports against the product/lot code combination since its release to distribution. The root cause is likely improper decontamination. Under magnification, reddish debris can be seen inside the functional end. The instrument is gouged, scratched, and the finish is marred. No corrective action has been indicated. Monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.